Manufacturer narrative:
No allegation of a device malfunction, but concern over slickness of material. Review of inspection results before and after placement of device found device to be in good working order. At the time of the incident, the patient was unattended and side rail was in the down position with no bed exit alarm set. Manual for device warns customers to not leave the patient unattended with the side rails in the down position.

Event description:
When the head of the bed was at a 30 degree angle, the patient fell out of the left side of the bed. Left foot side rail was down. They said her leg was hanging off the side of the bed and she slid out of the bed. Patient's tracheotomy tube came out and the patient coded. No bed exit alarm was set. Customer believes the top cover is slick.